Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and found a leak in the fluidics drawer tubing connector for dispense ports 1, 2 and 3. The cse replaced the connector and trimmed tubing to contain the leak. The cse performed calibration and quality control, which passed. The cause of the discordant, falsely elevated cea result was the leak in fluidics drawer tube. Additionally, the customer stated that the patient underwent a scheduled surgery where the advia centaur intact parathyroid hormone (ipth) was used for intra-operative results. Use of the advia centaur ipth method for intraoperative samples is off-label use. The advia centaur instructions for use intended use section states: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cea result on one patient sample. The customer stated that the patient underwent a scheduled surgery where the advia centaur intact parathyroid hormone (ipth) was used for intra-operative results. All ipth results were as expected.